Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received results that did not meet the clinical picture for one patient sample tested for troponin t hs (high sensitive) - tnths on an e602 analyzer. The customer reported that the patient had repeatable results between 110 and 120 ng/l. No erroneous results were reported outside of the laboratory. All other results, including trop I, ck, us, doppler, and EKG were normal. The customer did not find any other clinical signs indicating that the patient would have high tnths results. The patient was not adversely affected. (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation and the customer's results could be reproduced. Initial investigations have determined that the sample contains an interferent, causing the measured tnths result to be falsely elevated. Troponin t could not be found in the sample.

Manufacturer narrative:
It was determined that the interferent present in the sample was a high molecular weight compound, presumably igg. This type of interference is covered in product labeling.